Event description:
Pt undergoing PICC line inserted for administration antibiotics. Multiple attempts made to insert guide wire. On 4th attempt with 4th wire noted distal "j" tip of wire was missing upon removal. X-ray visualized tip of wire in pt's right upper extremity. Tip was surgically removed under monitored anesthesia care. Successful insertion of PICC line in left upper extremity. Pt discharged back to nursing home after recovery, same day.